Manufacturer narrative:
An event of incomplete coaptation and mitral valve regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported mitral valve regurgitation appears to be a cascading effect of the reported incomplete coaptation. However, the cause of the reported incomplete coaptation could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) a 33mm epic plus mitral valve was chosen for a procedure. After implant, at de-clamping, transesophageal echocardiography revealed a moderate-to-severe intra-prosthetic regurgitation consistent with bio prosthesis dysfunction. The valve was explanted and new 33mm epic plus mitral valve was implanted. Due to this resulting in a prolonged procedure time and consequently increased risk for the patient. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.